Manufacturer narrative:
The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.

Manufacturer narrative:
The external visual inspection revealed the electrode array was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed several of the electrical tests performed. The device failed the residual gas analysis test. The internal visual inspection noted silver migration across some electrical components. This device had moisture that exceeded the residual gas analysis test limit. The source of the problem was a feedthru hermeticity issue from one feedthru vendor. A corrective action has been implemented. Feedthru assemblies from this vendor are no longer used. This is the final report.

Manufacturer narrative:
The external visual inspection revealed the electrode array was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical tests performed.

Event description:
The pt is reportedly experiencing overly loud sounds with device use. The pt has ceased device use. Revision surgery is scheduled.